Manufacturer narrative:
(B)(4). The customer reported that after the battery is fully charged, a low battery message appears. There was no report of patient involvement.

Event description:
The customer reported that after the battery is fully charged, a low battery message appears. There was no report of patient involvement.